Event description:
Customer called to report that they were hospitalized for diabetic ketoacidosis (dka). Customer's blood glucose levels were not included in the report. Product is not being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.